Manufacturer narrative:
Intermittent button response on the esc button due to flattened domeswitch (no crease); no damage to keypad traces and j2 connector on lcd board was not unlocked during visual inspection. Minor scratches on lcd window, cracked battery tube threads, cracked case at lcd window corner, cracked reservoir tube lip and scratches on reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump esc keypad button is not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was 244 mg/dl at the time of incident. Troubleshooting was done for keypad but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.